Manufacturer narrative:
Investigation results: the reported problem of unstable/inconsistent co2 readings could not be duplicated in the test environment. The issue may be dependent on the hospital set-up (e.g. Connection) or an environmental issue. However, the exact root cause can not be determined. No further investigation is possible.

Event description:
The biomedical engineer reported that the multigas unit gave inaccurate readings.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported gas unit device was providing unstable co2 readings. Customer sent the unit in for an exchange. Service requested: exchange. Service performed: exchange. Investigation result: the following vital information is not available: · water-trap maintenance records · gas settings on the bedside monitor. For example, if the screen layout on the bedside monitor is set to fixed mode, are the parameter settings properly configured? · verification of proper connection for the water trap and sampling line · location of the gas unit: permanent or frequently moved · if frequently moved, is the multi-link connection cable next to the grounding terminal securely seated with two screws tightened? · ac power cord securely seated. · are there any bents on the exhaust gas tube? · does the bacterial filter, where the exhaust tube is connected to, conform to 0.2 micrometer pore size? · does the error occur on all patients or only certain patient demographics? · what type of medical procedure were associated with the error? · is there adequate space behind the unit for the fan to operate properly? · are there any units placed vertically? If so, did customer orientate the water trap according to manual's instruction? Gas unit was put into service on 7/30/2017. Service history shows in is an isolated incident. Nka repair center evaluated the gas unit in the test environment. The reported issue could not be duplicated. Gas unit provided consistent gas readings. Without further information, the root cause of the reported issue could not be determined. A review of manufacturer's device history record shows no nonconforming report, no deviation and no corrective and preventative actions associated with this device.

Manufacturer narrative:
The customer would like to send the unit in for repair, however nihon kohden has not yet received the unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit gave inaccurate readings.